Event description:
It was reported that an ilet user observed a continuous glucose monitor reading of 55 mg/dl on a connected libre 3+ while a contemporaneous fingerstick measured 72 mg/dl after oral glucose intake, and the user sought guidance about announcing a meal; education was provided regarding interstitial glucose lag and the need to monitor and stabilize glucose before meal announcement. Symptoms included feeling okay with a slight headache. Outcomes included self-treatment with oral carbohydrate and continued home monitoring without escalation of care. Investigation included troubleshooting and user education regarding lag between cgm and capillary glucose and monitoring for stabilization before bolus or meal announcement. Investigation of this case revealed no device malfunction was identified, and the event was consistent with physiological sensor lag relative to blood glucose rather than a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.